Event description:
Baxter IV pumps alarm with message "upstream occlusion." This requires repositioning bag, checking lines, milking tubing, etc. To reset. Medication is not being administered while pump is alarming. Ten reports during one month (this is just a sampling of the events).